Event description:
It was reported that the procedure was to treat a lesion in the left carotid artery. The emboshield nav 6 was advanced to the lesion and upon attempting to remove the delivery catheter, the filter was inadvertently repositioned after it was deployed distal to the lesion. The retrieval catheter was then used to retrieve the filter and remove it. Another emboshield nav 6 filter was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the delivery catheter and barewire became kinked during advancement causing the filter to pull back when withdrawing the delivery catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.